Event description:
Third degree burn around lateral portal was found when pt came in for 2 week follow-up visit following subacromial decompression with ablator probe. No burn was noted when the portal site was dressed after the procedure. Pt had many bleeders and the probe was used extensively for coagulation as well as for ablation in the subacromial space. Used a large scope cannula, irrigation pump, and room temperature saline.